Manufacturer narrative:
No conclusion code available (B)(4). No related complaint received with return of device. Failure event observed during analysis. An insulation abrasion breaching the outer insulation exposing the out coil was found at 16.3 cm - 16.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.